Manufacturer narrative:
This report is being supplemented to provide additional information obtained through follow up. Updated fields (b5 and d10).

Event description:
The customer confirmed, the problem is the drilling equipment. Leak in distal rubber and insertion tube with scratches. The device has internal humidity and image loss. No error messages that may have been observed, as a result of the failure. The first procedure was completed. And when they started the next procedure, the user did not have an image. The failure did not affect the patient's condition. The procedure was therapeutic. And the reported problem did not affect the therapeutic outcome of the procedure. No medical intervention required, as a result of the reported problem. The user may not be performing the leak test as instructed and stated in the equipment manual. No death or injury, including infection as a result of the reported problem. The next procedure was cancelled. The customer has no other equipment to perform the procedure. The customer will not be able to do the procedure. It is unknown, what type of care has been delayed, due to the cancellation of the diagnostic procedure. The current condition of the patient is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event "unable to perform a next procedure due to the lost image" occurred due to fluid invaded the subject device through the leaking area of the bending section cover and caused damage to the image sensor unit; as a result, the image lost. As a cause of the bending section cover breakage, it is possible that the a-rubber had irregular stress during handling of the device by the user. However, the root cause of the suggested event could not be specified. Additionally, it is likely that suggested event "coating at the insertion section peeled off" occurred by applying stress to the insertion section, such as the following: physical stress by rubbing/ hitting the insertion section, or the like. Chemical stress from reprocessing not recommended by instructions for use (reprocessing manual). Stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc. However, the root cause of the suggested event could not be identified. The event can be detected and prevented by following the instructions for use which state: -bf-190 series operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image -bf-190 series reprocessing manual chapter 5 reprocessing the endoscope 5.4 leakage testing of the endoscope -bf-190 series reprocessing manual chapter 1 general policy_ 1.4 warnings and cautions:" perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) establishment name: (B)(6) the device was returned to olympus for evaluation and the reported event was confirmed. There were three leaks observed in the bending rubber section. In addition to the intermittent image loss, other evaluation findings are as follows: the coating on the connecting tube was peeled off (over 1mm2); the insertion tube was scratched; and the device was moist internally. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the second bending section of the bronchovideoscope became perforated during an unspecified therapeutic procedure. The procedure was completed using the same device and there was no report of patient harm. However, the next procedure had to be cancelled due to the imaging issue. The device was returned, evaluated, and intermittent image loss was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.